Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulations abrasion were noted at 8.3-8.8cm and 11.0-13.2cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.